Event description:
During a surgical procedure the forceps broke in the pt when using in the abdominal cavity. All parts remained attached to the device. No harm or longer stay for the pt.

Manufacturer narrative:
The complaint was confirmed, device received with the hub fractured, fractured under the heat shrink, the jaws of the device also appear bent, removed the heat shrink to expose the hub, when the two parts are placed back together all parts are accounted for, the jaws appear to have been torque or twisted in such a manner that they are bent, the ends or tips of the jaws to not meet together correctly, fractures of the hubs have in the past been attributed to the jaws of the device being exposed to excessive force, the bending or distortion of the jaws are indicative to this type of rotational torque or force being applied to the device. We will continue to monitor the data base for further occurrences. The failure mode is not related to the MFR of the device, it is classified as misuse.